Event description:
The user facility reported that after an employee removed a load of items from the sterilizer using the transfer carriage, the transfer carriage continued to roll. The employee attempted to stop the transfer carriage from rolling and the carriage contacted her arm just above her glove. The employee sustained a minor burn and applied burn gel and a bandage. The employee is fine with no sustaining injuries. No procedural delays or cancellations were reported. Steris is reporting this event due to the absence of information regarding the burn treatment.

Manufacturer narrative:
A steris service technician inspected the transfer carriage and found the transfer carriage to be operating properly; no issues were noted. The reported event occurred due to the slope in the user facility's flooring which allowed the transfer carriage to roll.